Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "we had a weird thing happen yesterday while inserting a PICC line. While inserting a PICC line in the brachial vein we were able to access it fine and guide wire went in fine, inserted the PICC line and it was not dropping into place, so I pulled back, had the patient turn his neck and re advanced but now with resistance. So, when we went to pull it pack patients head straight up at this point it would not remove. I let it sit for a minute and tried again and still met resistance. I then started to pull back on the wire in the PICC and the line was able to be removed. Once out the end of the patient the wire was completely bent and hanging on by a thread. The PICC was intact and same with the wire and nothing remained in the patient but very alarming. With a slight tug I was able to break the wire right where the magnet was. Wondering if we were stuck on plaque or something? What are your thoughts. The patient does have a history of clots, plaque, and cellulitis in his left arm. Patient also has history of stroke but is on blood thinners at this time. "